Manufacturer narrative:
No solution was identified during the provided service activity, and the system was returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that system locked up during case; recovered quickly on an azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.